Event description:
It is reported that the device was implanted in 1993. The device was revised in 2007, where it was noticed that the poly was worn on the rims and that a hole was worn through the shell.

Manufacturer narrative:
Cause cannot be definitively determined. No product was returned. Review of the device history records was also not possible as the product and/or lot number required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.